Event description:
On (B)(6) 2025 a patient underwent an ultrasound breast biopsy procedure via normal tissue density using maxcore. During the procedure, the device needle was bent and difficult to remove on the patient. No coaxial needle was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound breast biopsy procedure via normal tissue density using maxcore. During the procedure, the device needle was bent and difficult to remove it from the patient. No coaxial needle was used, and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical devices were not returned for evaluation. Two electronic photo was provided and reviewed. The first photo shows the product labelling information. In second photo, one maxcore device is shown within the sealed package and the stylet (sample notch) of the needle was noted to be bent. No other anomalies were observed. Based on the photo review, the reported material twisted / bent can be confirmed. However, due to the absence of supporting evidence, the reported difficult to remove event remains inconclusive. A definitive root cause for the alleged needle bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical devices were not returned for evaluation. Two electronic photo was provided and reviewed. The first photo shows the product labelling information. In second photo, one maxcore device is shown within the sealed package and the stylet (sample notch) of the needle was noted to be bent. No other anomalies were observed. Based on the photo review, the reported material twisted / bent can be confirmed. However, due to the absence of supporting evidence, the reported difficult to remove event remains inconclusive. A definitive root cause for the alleged needle bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent an ultrasound breast biopsy procedure via normal tissue density using maxcore. During the procedure, the device needle was bent and difficult to remove it from the patient. No coaxial needle was used, and the procedure was completed with another device. There was no reported patient injury.